Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm6 12.6 -6.5 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Refractive surprise and permanent loss of bcva were observed, the lens remains implanted. Cause of the event is reported as unknown. Reportedly, "prescribed distance glasses." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 12.6mm, vicm6 12.6, -06.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Refractive surprise and permanent loss of bcva was observed. Patient was prescribed distance glasses. This did not resolve the problem. On (B)(6) 2021 the lens was replaced with a same size , similar diopter lens. The problem was resolved. Cause of the event is reported as unknown. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6 - the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
H3: device evaluation: functional inspection on the optocraft found that the returned lens did not meet original values measured at the time of manufacturing; the sphere was out of tolerance by 0.19d. H6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #719586.